Event description:
(B)(4). Same case as MDR ID 2134265-2013-07723 and 2134265-2013-07731. It was reported that patient had myocardial infarction. In (B)(6) 2010, the patient presented with substernal chest pain and diaphoresis associated with shortness of breath and dyspnea on exertion. The patient was diagnosed with q-wave st elevation myocardial infarction (killip classification: I) and underwent cardiac catheterization. Target lesion #1 was a de-novo, culprit lesion for stemi, ostial lesion located in the midl lad with 100% stenosis and was 28 mm long with a reference vessel diameter of 3.3 mm. Target lesion #1 was treated with pre-dilatation followed by placement of a 3.0 x 32 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Ten days later, the patient was discharged on aspirin and prasugrel. The patient was scheduled for staged procedure. In (B)(6) 2010, the patient returned to the cath lab for planned staged intervention of distal right coronary artery (rca) and proximal left circumflex (lcx). Target lesion #2 was a de-novo lesion located in the distal rca with 90% stenosis and was 13 mm long with a reference vessel diameter of 3.2 mm. Target lesion #2 was treated with pre-dilatation followed by placement of a 2.75 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Target lesion #3 was a de-novo lesion located in the proximal lcx with 70% stenosis and was 14 mm long with a reference vessel diameter of 3.9 mm. Target lesion #3 was treated with direct stent placement using a 3.50 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0 %. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with chest pain, shortness of breath, nonproductive cough fever and chills. The patient was noted to have pneumonia and worsening chronic heart failure. ECG performed revealed ischemic symptoms. On the next day, the patient was hospitalized. Troponin levels were elevated and cardiac enzymes were not consistent with protocol definition of mi. The patient was diagnosed with non st elevation mi. Cardiac catheterization was recommended. At the time of the events, patient was not on aspirin which was last taken in (B)(6) 2013 and was not on study drug per protocol which was last taken in (B)(6) 2010. The patient was not on any other antiplatelet medication which was last taken in 2011. Six days later, the event pneumonia was resolved without residual effects. Three days later, target vessel revascularization was performed in proximal left anterior descending artery by pre-dilatation and placement of 2.5 x 22 mm non-bsc bare metal stent in overlapping manner to the previously placed stent. Following post-dilatation there was no residual stenosis. The event non st elevation myocardial infarction was considered resolved without residual effects. On the next day, a code neuro was called on the patient and was diagnosed with left middle cerebral artery infarct. CT scan showed large left mca stroke with surrounding edema and mass effect with a middle line shift. The patient was treated medically. Four days later, at 13:02 hours the patient was declared brain dead and artificial life sustaining support were drawn and the patient expired. It is the opinion of the physician that the stroke and subsequent death are not related to the taxus liberte stents.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of the event, the 100% stenosis in the proximal lcx would not be treated since "opening the vessel would not be beneficial." The lesion was treated medically. The previously reported lesion in the proximal lad was 80% stenosed and extended to distal lad. The cause of death was acute cerebrovascular accident.